Event description:
It was reported that the patient had shortness of breath. It was also reported that the device had a power on reset. The issue resolved on its own and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Device experienced a power on reset event on (B)(4) 2011 and location "1a d7." Device should be able to recover from this event and continue normal function. Report notes the patient works as a technician at a facility that houses an MRI.